Manufacturer narrative:
The device was returned and evaluated by product analysis on 05/09/2016 with the following findings: the pump powered on with a call service 069 alarm. Review of the pump¿s black box revealed related alarms. Evaluation revealed a flash printed circuit board chip failure. A battery compartment crack was observed.

Event description:
On 04/26/2016, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.